Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
This report was sent in error as the device is pending return to the factory for further investigation. Once the device is received and investigated, a final report will be submitted.

Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Updated awareness date. Only the pad were returned to the factory for investigation.

Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
This report was sent in error as the device is pending return to the factory for further investigation. Once the device is received and investigated, a final report will be submitted.

Event description:
It has been reported that the device is failing self-test.